Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.